Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The (domestic) distributor sales representative reported an issue encountered by the hospital perfusionist while using the mps delivery set during a procedure. The sales representative reported that there were two mps delivery sets that allegedly "burst" on the same day during two different procedures at the same hospital approximately one month ago. This report is for the first procedure's incident. The report stated that there was patient blood loss from the burst cassette (less than 100ccs) but there were no overall patient complications as a result of the alleged incident. The delivery set for this incident was disposed of by the hospital and not returned to the manufacturer for analysis. See manufacturer's report 1649914-2015-00062 for the second incident report which involved same model/different lot.